Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a new cardiac resynchronization therapy defibrillator system. The physician believed he perforated the heart with the right ventricular (rv) lead implant. The implant was successfully completed. However, the patient showed signs of effusion. The patient complained of chest discomfort. Pericardial effusion was confirmed via echo. The patient received a pericardiocentesis and a transfer to the coronary care unit (ccu) for an overnight stay and a repeat echo in the morning. The patient was stable.